Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: how was the device removed from the tissue? ¿ the product got stuck on a relatively small vessel ¿ the surgeon used ligation clips either side and then cut through the vessel on either side to remove the device. Was the powered reverse button or the manual override used? ¿ the powered reverse button would not bring the knife blade back and the manual override was not used. Did the jaws eventually open? ¿ I looked at the device with the surgeon once the case finished and we did manage to open the jaws to see what had gone wrong. We then articulated the device back to a straight position but closed the jaws with the tissue in so it can be inspected when it arrives back. To clarify, does the phrase "he clipped either side and then went through with a harmonic" refer to how the device was removed from tissue? - yes.

Event description:
During a case yesterday a powered echelon (pcee45a) failed when fired on tissue. The knife blade advanced but didn¿t come back. The device was loaded correctly and the tissue within the jaws was about 1mm thick ¿ a white reload was loaded. The surgeon managed to remove the stapler and no harm was caused to the patient neither was the case delayed. He clipped either side and then went through with a harmonic.

Manufacturer narrative:
(B)(4). Batch # r57a98. The analysis found that one pcee45a device was returned with no apparent damage and with one ecr45w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.